Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 95% stenosed lesion was located in a moderately tortuous and calcified left iliac artery. The f/g, sterling, mr, 6.0 x 60/135 (4f) balloon was used to dilate the lesion. On the first inflation the balloon was inflated to six atmospheres. On the second inflation the balloon was inflated to eight atmospheres. On the third inflation the balloon was inflated to twelve atmospheres and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).